Event description:
It was reported that the customer had a fill estimate issue. There was no reported impact to customer's blood glucose. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On march 8th, 2023, additional information was received stating that the distributor performed a supply change on the pump and was unable to replicate the issue.